Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump became unresponsive with a blank screen and no display feedback despite charging, and would not power on when placed on the charging pad; a replacement device was provided and the user was advised to revert to backup therapy while awaiting the replacement. Symptoms included hyperglycemia with a reported high of 230 mg/dl and slight ketone presence, without loss of consciousness, dizziness, or need for medical intervention. Outcomes included use of a ketone action plan and no reported hospitalization or professional medical treatment. Investigation included review of the reported malfunction and return of the original device for assessment. Investigation revealed a device operational failure consistent with a display or power-on malfunction associated with the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to a hardware/display failure.